Manufacturer narrative:
Good faith effort (gfe) information received. Device logs were not provided. Per gfe response received, it was reported that the patient and vital signs were stable prior to the reported event. It was reported that the patient¿s vital signs during and after the reported event were 90% / 97%. Medical intervention/treatment of device replacement was reported. No further clinical details were provided. Further good faith efforts yielded no additional information that would amend the previous clinical assessment. Therefore, the previous disposition as stated within the clinical assessment remains as stands and the reported event remains assessed as a non-serious injury.

Event description:
Philips received a complaint by the customer on the v60 indicating that the patient's blood oxygen saturation was low. The device was in use on a patient at the time of the reported issue was discovered. This notification was reviewed by clinical experts due to a report that the patient was hospitalized due to acute exacerbation of copd. It was reported that on (B)(6) 2026, the patient's partial pressure of carbon dioxide reported that the blood oxygen saturation was low (unspecified). It was reported that the patient's blood oxygen drop (unspecified) has not improved, and that "it is impossible to know whether the actual tidal volume and oxygen concentration are normal". Based on information available at this time, the reported event of unspecified low blood oxygen saturation is assessed as a non-serious injury. Therefore, the device did not cause or contribute to a serious injury or death. Additional information is being gathered.

Manufacturer narrative:
E: (B)(6) hospital, (B)(6). Institution phone: (B)(6). Reporter phone: (B)(6).

Manufacturer narrative:
The customer's equipment department replaced the mc pcba to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.